Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, wife reported that pt experienced elevated blood glucose due to a bent and kinked infusion cannula. This occurred one time in (B)(6) 2011, and wife does not remember pt's exact blood glucose reading. Normal blood glucose is 125-130 mg/dl. Pt changed to a different type of infusion set and was able to regulate his blood glucose by using this type of infusion set and eating properly. There were no issues with the preparation or insertion of the infusion set. There was no insulin leakage. The infusion set adhesive was "sticky," but there were no issues removing the headset. Headset was inserted manually, and pt noticed the issue immediately. No product was requested for eval. The pt did not require assistance from a healthcare professional or second party to address the issue.